Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); unknown cause of event. Conclusion: known inherent risk of a procedure (endoleak).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an 8.5 cm in diameter thoracic aortic aneurysm. The proximal aortic neck was 25 -31 mm in diameter and 10 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 13 mm in diameter. After final angiogram, a proximal type I endoleak was seen. The physician added two aortic extension cuffs however the endoleak still persisted. The physician decided to monitor the patient. It was reported that the patient presented for a routine follow up CT scan. It was reported that stent graft had migrated. A proximal type I endoleak was present. The physician stated that the aortic neck diameter just below the renal artery has expanded from 25 mm to 31 mm in diameter, which was the likely cause of the migration. The following day the physician implanted an endurant aortic extension resolving the proximal type I endoleak. No clinical sequelae were reported and the patient is fine.